Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on received information, the cause of reported incident could not be conclusively determined. The reported unexpected medical intervention is the result of case-specific circumstances, as a temporary pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large felxnav delivery system. During procedure, the activated clotting levels (act) were 399s and heparin was administered. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. The patient developed a total heart block during the procedure and a temporary pacemaker was implanted. The patient required prolonged hospitalization.